Manufacturer narrative:
The investigation has determined that higher than expected vitros bhcg results were obtained when processing samples drawn from two different patients on a vitros eci immunodiagnostic system. The definitive assignable cause could not be determined; however, an instrument or reagent issue could not be ruled out as contributing to the event. Quality control results were high outside the established ranges for all three levels on the date of the event. Within-run precision testing used to assess the performance of the vitros eci system was not performed, therefore, it is unknown if the vitros eci system was performing as intended at the time of the event. In addition, no information was provided concerning the sample types of the affected samples, or the centrifugation protocol used to process the samples. Therefore, it is unknown if the affected samples were centrifuged in accordance with the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. However, ongoing tracking and trending of complaints has not identified any signals that would suggest there is a systemic issue with vitros total bhcg reagent lot 2040.

Event description:
A customer obtained higher than expected vitros total bhcg (bhcg) results from two different samples collected from two different patients tested on a vitros eci immunodiagnostic system. Patient 1 sample result of 51.77 miu/ml vs the bhcg negative result obtained from a non-vitros abbott method. Patient 2 sample result of 58.69 miu/ml vs the bhcg negative result obtained from a non-vitros abbott method. Biased results of the direction and magnitude observed may lead to inappropriate medical action if not detected. The initial total bhcg ii results for both patients were reported to physicians, however, corrected reports were generated and there was no allegation of patient harm being made as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).